Manufacturer narrative:
The tech found a short in the side com universal television power control board, lower control board power control board and the pt position module scale power control board. The tech could not find any damage to the boards and the cause of the short is unk. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the side com universal television power control board, lower control board power control board and the pt position module scale power control board to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the bed is not sending a signal to the nurse's station when the bed exit alarms at the bed. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).